Event description:
The report stated that during a hysterectomy, a ligasure impact was in use, but some of the vessels were not sealing. Therefore the surgeon needed to use sutures. The physiology of the pt was not abnormal. There was also no abnormal pharmacy. The technique of the surgeon was reported as correct. The force triad generator in use was tried at both 2 and 3 bars for power settings. On occasion the generator sounded a regrasp alert, which is a built in warning that the seal was not completed.

Manufacturer narrative:
The incident sample has arrived for evaluation. Once the evaluation is completed, a follow-up report will be submitted.